Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was inserting the 2.4 x 16 mm screw 401.766 and as he screwed the head into the combi hole of the plate the head of the screw sheared off. Surgeon left the screw thread in the bone without the head, surgeon also decided to leave the screw in. Product is being sterilized, it is reported that the head fragment has a serial number on it. It was reported that there was no delay of surgery and no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the broken cortex screw was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers, showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section of the broken surface does not show any irregularities. Therefore it is likely that mechanical overloading during insertion has resulted in the breakage (possibly just too much torque at the end). It was observed though that the screw shaft just snapped off right at the head end. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code for this report includes hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.